Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. Correction to d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it is presumed that the color bar displayed in image occurred because cable necessary for video output was not connected. As result of confirming contents of the instruction manual (revision 0) at the time of shipment about cv-190, there is following descriptions. They may prevent from phenomenon pointed out. Irregularity description: the endoscopic image does not appear on the monitor. Possible cause: the monitor cable is not connected correctly solution: the videoscope cable exera ii is not connected correctly. Tracing destination: evis exera iii video system center olympus cv-190 instructions (chapter 9 troubleshooting_9.2 troubleshooting guide_the endoscopic image does not appear on the monitor._p300) three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center did not produce an image but produced a color bar that was too small and grainy. It was also noted the picture in picture did not work. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.